Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the left ventricular (lv) lead exhibited a high capture threshold. The lv lead was explanted and replaced. The patient was stable.